Event description:
It was reported that the patient was not being able to adjust stimulation. The display was showing a ¿call your doctor¿ icon. The patient reported a power on reset (por) condition. The patient reported that he started to see the porcode following his cruise around (B)(6) 2014 after going through security. The patient was able to clear the por but was going into the office on the day of report because he could not clear the por message any longer. An error code of 0400 was seen. The patient was doing fine with stimulation once the por cleared.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 37752, serial# (B)(4), product type: recharger; product ID 3986a, lot# n121252, implanted: (B)(6) 2008, product type: lead; product ID 3986a, lot# n132035, implanted: (B)(6) 2008, product type: lead; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).